Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her 2009 complaint of ER 2 when testing with her lifescan products followed by shaking and weakness. During troubleshooting with the customer care advocate, cca, the patient informed him that the expiration date on the test strip vial was 07/2008. The patient confirmed the information that in 2009, when the alleged issue began, she developed the symptoms an hour or two after attempting to test. Recognizing her blood glucose was low, the patient drank orange juice. The patient has continued taking her oral diabetes medication, metformin. This specialist and the cca explained the expiration date to the patient so that she would discontinue using any strips that were expired or had been opened too long. No medical intervention by another person or an hcp was required. Because the patient alleged she became hypoglycemic after being unable to test, the complaint is reported. The cca replaced the patient's meter, test strips and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.